Event description:
It was reported that the patient developed ventricular tachycardia (vt) with heart rate in the 180's. Patient was conscious, hemodynamically stable, and ventricular assist device (vad) flow was unaffected. Transcutaneous pads were placed, but no cardioversion was needed. The patient was given amiodarone (cordarone) IV (intravenous) and lidocane (lidamantle) bolus. The patient had no symptoms of chest pain, dyspnea, or dizziness. The patient spontaneously converted. The patient's implantable cardiac defibrillator (ICD) delivered a shock to return the heart to normal sinus rhythm (nsr). The patient went back into vt with spontaneous conversion. The patient went into wide complex tachycardia. The ICD delivered another shock. Because the patient's arterial blood gas levels showed elevated carbon dioxide, they were put back on a bilevel positive airway pressure (bipap) machine. The patient received a total of four shocks. Additional information revealed that adjustments were made to the patient's ICD with antitachycardia pacing (atp) settings. The patient remained on inotropes for eight days, 2ppm every 2 hours, and .25 milrinone (primacor).

Event description:
It was additionally reported that the patient had a history of arrhythmia and the ICD was placed prior to left ventricular assist device (lvad) therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.